Event description:
The report received from the affiliate indicated that during a coil embolization of an external carotid artery, the physician used a cath rapid transit 150cm w/ext microcatheter (mc) and a terumo radiofocus gt guidewire. During the procedure the guidewire became kinked/bent. It is not known if it was replaced or not. At the end of the procedure, the physician pulled the mc back and noted that the proximal shaft was damaged and became separated. The mc was able to be removed safely form the patient as it was still contained in a 4 fr. Terumo parent catheter. The procedure was completed successfully without any reported patient injury. All products were visually inspected prior to use with no product issues noted. The procedure was conducted in accordance with the instructions for use (IFU). An adequate continuous flush was maintained to the mc at all times. The device was inserted through a stopcock instead of a rotating hemostatic valve (rhv). No additional information is available.

Manufacturer narrative:
Concomitant products: terumo radiofocus gt gw, terumo 4 fr. Catheter. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that at the end of a coil embolization procedure when the rapid transit mc was pulled back it was noted that the proximal shaft was damaged and became separated. The mc was able to be removed safely form the patient as it was still contained in a 4 fr. Terumo parent catheter. The procedure was completed successfully without any reported patient injury. Although it was reported that the procedure was conducted in accordance with the instructions for use, it was reported that the device was inserted through a stopcock instead of a hemostatic side arm adaptor such as a rotating hemostatic valve as outlined in the IFU. All products were visually inspected prior to use with no product issues noted. An adequate continuous flush was maintained to the mc at all times. The product was returned for inspection. A non-sterile rapid transit 150cm w/ext microcatheter (mc) was received coiled inside a plastic bag. The product was found separated in two sections. The first piece was kinked. In the second part of the microcatheter there were found kinks and compressed sections. The ID of microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and compressed sections were confirmed. The point of separation between the two parts was inspected under microscope and there was evidence of the braid wire was cut with a sharp device; in addition, it appears that there is a necking down of the catheter shaft; both conditions appear to be contributors to the tearing of the catheter shaft. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022960 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported separation of the mc was confirmed. According to the microscope analysis, and based on the report that it was inserted through a stopcock, the necked down condition along with the tearing & cut appearance of the separated ends, it appears that a combination of pulling and clamping/cutting down on the device may have caused the separation. The instructions for use outlines insertion of the microcatheter through a hemostatic side arm adaptor. The use of the stopcock is an identified factor possibly contributing to the event. There is no indication that the compressed sections are related to the manufacturing process. Additionally inspections are in place to prevent these types of damages leaving from the facility. Procedural factors appear to have contributed to these damages. Therefore no corrective action will be taken at this time.